Manufacturer narrative:
The device shows one of the jaws broken off. The jaw is broken off near the hinge. The appearance indicates long use of the product. The instrument was manufactured in 03-2013. The instrument had been in use for approx. 7 years. The damage is most likely caused by long usage from handling or retracting heavy tissue; the instrument is designed to grasp bowel. Re-enforcement of the broken area has been implemented with production january 2016.

Event description:
We received a medwatch report, allegedly, during a laparoscopic bowel surgery; the metal tip of the forceps broke and fell inside the patient. An x-ray was used to locate the missing piece which was successfully removed by the surgeon. The procedure was competed with no harm to the patient and no further intervention required.